Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two photos were received for quality evaluation. The photos show cracking at the female luer of the connection on the syringe to tubing. The customer complaint of the female luer cracking at the end of the syringe could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced device damage/deformation and leakage. The following information was provided by the initial reporter: we have had another instance reported of our carefusion microbore tubing with pressure disk (ref (B)(4)) cracking at one of the female luers. This is a recurring problem that led us to replace this product with an alternative without a female luer attachment¿the smartsite syringe administration set (ref (B)(4)). 10014914 was stocked a while back due to a back order on the smartsite set, I believe. What is the lot number of the tubing(s) involved? Unknown. Was the tubing set attached to a patient at the time of the event or occurred during preparation/priming? Unsure of exactly when crack occurred, but leaking was detected while infusion was attached to patient and running. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details: no. Per the bedside nurse: I noticed the leaking after methadone, lasix and diuril were all infused. I only used the line for those three medications. I did not use hemostats or any kind of alcohol or chg on the line before I noticed the leak. The line was in place before I started my shift. I¿m not sure what time the medline was actually changed out during dayshift.